Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited high thresholds. A revision procedure was performed, in attempt to reposition the lead, however it dislodged several more times. The physician chose to remove and replace the ra lead. No patient complications have been reported as a result of this event.